Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for elecsys cortisol ii (cort) on a cobas 8000 e 602 module (e602). The initial values were reported outside of the laboratory where they were questioned by a physician. The samples were then repeated. No other tests were involved in the event. The first sample initially resulted as 2.63 nmol/l and repeated as 402.4 nmol/l. The second sample initially resulted as 9.36 nmol/l and repeated as 763.0 nmol/l. The samples were clear and no issues were detected with them. No adverse events were alleged. The cort reagent lot number was 206088. The reagent expiration date was requested but not provided. The field service engineer changed the sample probe assembly since the alarm trace indicated that there were issues with sample probe movement. He adjusted the sample probe so that it would go into the center of all sample tubes. He also verified the liquid level detection settings on the sample probe. Upon investigation of the alarm trace, a lot of sample aspiration alarms were seen for a different analyzer module in the same line. This indicates an issue with pre-analytic sample handling. Calibration and controls were fine.